Manufacturer narrative:
No product is being returned for eval and no lot number has been provided to MFR. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56. If we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "dr (B)(6) said that once the clip applier twice it scissored. Saved one of the clip appliers to be returned via (B)(4). Attended case with him on (B)(6) on learn more about what occurred and also received tips for use, (B)(6) case went well". Pt status: normal.